Event description:
It was reported that, "he revised it because of severe pain. X-rays confirmed loosen of the tibial baseplate."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.